Manufacturer narrative:
Event eval: still under investigation.

Event description:
The main body was inserted smoothly with no tortuosity. The top cap was to be deployed early due to the short neck landing zone and due to the nature of the aneurysm. Extreme difficulty was experienced in moving the pin vise cannula up to deploy the top cap and bending of the cannula was noted when advancement was attempted. The pin vise was retightened and reloosened and after a great deal of force was exerted, the top cap finally disengaged allowing for vessel contact. The trigger wire was removed prior to top cap release, it required no force and was removed with ease. No harm to the pt reported.